Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while performing the load process, the customer resumed therapy without performing the fill tubing step. As the load process was not performed correctly, the customer did not receive any insulin delivery. Due to this issue, the customer was admitted to the hospital in diabetic ketoacidosis (dka) on (B)(6) 2017. The customer's blood glucose (bg) was in the 600 (mg/dl) range. The customer attempted to deliver a bolus via the pump to stabilize impacted bg; however, the pump did not have any insulin due to the load process issue. While in the hospital, the customer was treated with insulin fluids and antibiotics. The customer was discharged on (B)(6) 2017 with no reported permanent damage.